Event description:
It was reported that syringe 0.5ml 29ga 1/2in 7bag 420cas jp hub separated before use. The following information was provided by the initial reporter: the needle with the shield was separated from the hub.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 28 august 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200552528] noted raised needle assembly. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 29ga 1/2in 7bag 420cas (B)(4) hub separated before use. The following information was provided by the initial reporter: the needle with the shield was separated from the hub.